Event description:
Per the clinic, the patient experienced an incorrect placement of electrode array as it was located in the vestibule and not in the cochlea. This leads to a subsequent loss of connection to the internal device, resulting in the decision to explant the device. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.